Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated that drive support cap was normal. Insulin pump had motor error alarm. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No compromised forced sensor system alarm or unexpected restart alarm noted. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Device received with corroded electronic assemblies. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted.